Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have received excessive motor error alarms and excessive no delivery alarms. Customer did troubleshooting on her own. Customer's blood glucose was 375 mg/dl. Customer was not able to troubleshoot during the call due to dual wave bolus which took a half an hour. Customer would call back.